Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The last hour of the reported event was available for review in the activity log and there was no indication of a device malfunction. The customer's returned multifunction cable was returned and passed all testing. The pads used during the reported event were not returned as part of this investigation. The customer indicated that one electrode was not properly applied which can lead to sparking. The r series operator's guide states: "poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns." The customer's reports of "the device displayed "error ffff", "ECG disabled" messages, and failed self-test" was verified and attributed to a faulty analog board. The analog board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), a spark was seen from the electrode pads during defibrillation. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the device displayed "error ffff", "ECG disabled" messages, and failed self-test.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.